Event description:
Dialysis fistula pt during collection of blood samples with bd luer adapter broke off inside the catheter. Pt required to have a new fistula replaced.

Manufacturer narrative:
Fourteen (14) customer return samples and 30 retain samples were tested for torque to breakage. All 44 samples passed the break force test.